Event description:
It was reported that the customer's last blood glucose reading was over 300 mg/dl and he was not receiving insulin. It was noted that the insulin pump begun to count and then went blank. Customer was unable to check the alarms as the insulin pump had unresponsive buttons. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.